Event description:
The user reported a separation between the spike and the tubing when they tried to connect it to an IV fluid bag. This event was identified during priming and no pt contact occurred. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The IV administration set has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4). (B) (4).